Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and there were no broken cables to be observed during visual inspection. Additional observation(s): the main tube of instrument was broken. A piece measuring approximately 5.95 mm x 5.05 mm was not returned with the instrument. The instrument was found to have mechanical indentations/burrs at the proximal clevis. The proximal clevis at the main tube was dislodged. The probable root cause of broken main tube and mechanical indentations on proximal clevis is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of the dislodged proximal clevis attributed to broken main tube extension. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with initial reporter and it was confirmed that instrument breakage did not cause patient injury. No further information could be provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.